Manufacturer narrative:
(B)(4). Batch # p5700e. Device analysis: the analysis found that one ec60a device was returned with no apparent damage and with one gst60w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy procedure the device would not open after removing the device from the patient after the second firing with a white gst reload. It was unknown if buttressing material had been used. There were no issues with the staple line of the second firing. Procedure was completed with another device of the same product code. There were no patient consequences reported.